Event description:
Pt was revised to remove painful hardware.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to review of the information provided, as the part and/or lot numbers required to review the device history records was not provided. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. Provided information also states the fractured was healed. Based on the investigation, the need for corrective action is not indicted. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.